Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2021-14019.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-14019. It was reported both of the patient's scs leads were explanted and replaced to address the issue of high impedance. The patient's scs ipg was electively explanted and replaced during the procedure.